Event description:
Baxter reported a transfer set which became disconnected from the pt's catheter during dialysis therapy. Prophylactic antibiotics were administered as a preventative measure. No pt injury was reported.